Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and sensor failed test.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 230 mg/dl, compared with the sensor glucose reading of 80 mg/dl. The customer was assisted with troubleshooting the sensor. The sensor was replaced and returned.